Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit dropped and main board is broken. There is not enough info to determine if the device was dropped or if it fell from a mount. No pt or user harm was reported.